Event description:
It was reported that in early 2010, the patient presented with back and shoulder pain and numbness in her shoulders, arms, hands, legs, and feet. The surgeon performed surgery on the patient at c6-c7, performing an anterior cervical disectomy, fusion using auto and allograft, and placing an anterior cervical cage and instrumentation at c6-c7. During this surgery, rhbmp-2/acs was implanted in the patient. After this surgery, the patient experienced more pain, pressure, numbness, and tingling than she did before, in her back, shoulders, arms, hands, legs, and feet. The surgeon performed a second surgery on the patient, specifically, a posterior spinal fusion at t5-t11 using auto and allograft; inserted posterior spinal instrumentation at t5-t11; and performed a thoracic foraminotomy at t9-t10, and t10-t11. Since undergoing surgery, the patient experiences severe pain and discomfort in the top portion of the surgical site where the implant became loose and protrudes from her skin. Further, the patient has a large knot at the top of her thoracic region, which has become much worse. After discontinuing treatment with the surgeon, the patient visited another doctor, who stated to her that her screws and cages were not properly affixed.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.